Manufacturer narrative:
Citation: palermo c. Monitored anesthesiacareversusgeneral anesthesia: experience with the medtronic corevalve. J cardiothorac vasc anesth. 2016 oct;30(5):1234-7. Doi: 10.1053/j.jvca.2016.02.006. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding monitored anesthesia care versus general anesthesia: experience with corevalve. All data were collected from multiple centers between 2011 and 2015. The study population included 65 patients (predominantly male; mean age 83 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: mean gradient of 11mmhg, cerebral vascular accident (cva), and permanent pacemaker implant. Based on the available information, a likely correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.